Event description:
Patient arrived to clinic on (B)(6) 2024 with noted damage to white power cord bend relief and white power cord near controller. Patient refused exchange at this time. Damage repaired with silicone tape.